Event description:
Patient was explanted on (B)(6) 2025 due to the otitis media that spread to the implant area. The infection started in (B)(6) 2024. There was a hole in the surgical line, and also around the implant stimulator. The user received antibiotics and was hospitalized to solve the infection. The electrode array was cut and left inside the cochlea. At explantation 3-4 channels were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to an otitis media which spread to implant site and led to an opening of the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further according to the device explantation report form 3-4 channels were found extra-cochlear during explantation likely due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was explanted on (B)(6) 2025 due to the infection in the implant area. The electrode array was cut and left inside the cochlea. It is considered to re-implant the patient when the infection is completely solved.